Event description:
It was reported that compatibility guidelines were requested for the temperature change, hot tubs, dental procedures, antibiotics, physical movement, walking, MRI and sleeping on the side of stimulator implant. The patient reported an infection. The patient stated that after implant there were "3 little pinpoint areas on the incision line that would not heal" and that the area was "reddened and sore." The patient stated that their surgeon put her on antibiotics and the infection took 2 months to heal. The patient stated that she was completely healed now.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0eqg1, implanted: 2014-(B)(6), product type lead. (B)(4).